Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse reviewed the logfile with the help of a philips service specialist and found lots of internal network communications missing at the time of the failure. To resolve the reported issue, the system was rebooted several times. After multiple reboots, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.